Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device withheld therapy for 13 seconds due to delayed detection of the t-wave oversensing (twos) algorithm present on the right ventricular (rv) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.